Manufacturer narrative:
A medtronic representative went to the site and tested the system. No inaccuracies were detected during testing. System performed properly during testing. Unable to replicate reported issue.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the user placed the pedicle access kit without utilizing navigation. Then they took an o-arm spin and noticed the pak (pedicle access kit) needle was about 1 cm inaccurate in the craniocaudal direction. They took a second spin and accuracy was restored. No harm to the patient was reported.